Event description:
It was reported by service report that the side rail has a broken weld. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail weld damaged.